Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately on(B)(6) ago. The aortic neck was 23-25mm in diameter and 40 mm in length. It was reported that the bifurcated stent graft, (B)(4) was successfully implanted using bilateral iliac access. The vessel had 90mm of calcification in middle part of aorta, which caused the stent graft to compress on the right side of the ipsilateral limb as the aortic neck became smaller at the top of the aneurysm sac; however, there was no stent graft occlusion. Another manufacturer's 14x40mm stent was implanted on the ipsilateral side and a 16x40mm stent was placed on the contralateral side for support. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (stent graft compression), patient's condition affected effectiveness of device (calcified aorta). Conclusion: device failure/lack of effectiveness related to patient condition (calcified aorta).